Event description:
A home patient (hp) contacted baxter's technical service center (tsc) regarding a system error 2240 message that appeared on the display of the hp's homechoice machine during dwell 3/4 of their automated peritoneal dialysis therapy. Reportedly, the hp had disconnected their transfer set from the patient line of the homechoice set during dwell 3/4 without pausing therapy. When the hp returned the homechoice machine had advanced into the following drain cycle and was alarming. The hp reconnected their to the setup and attempted to clear the alarm. Baxter's tesc assisted the hp in ending therapy early. No patient injury or medical intervention was associated with this incident, per the hp.